Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the erbe generator stopped working. The caller stated that the erbe generator was faulting with error c-34. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed c-92 and c-34 erbe errors. The caller stated that the erbe was faulting with error c-00; however, the tse was unable to verify c-00 error in system logs. The caller stated that the customer brought in another vision side cart (vsc) to complete the case. The procedure was converted to another da vinci system and there was no indication of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the erbe and completed the failure analysis investigation. The unit was analyzed, and failure analysis confirmed and reproduced the reported issue during the in-house testing.